Event description:
It was reported that during treatment of a stenosis in the subclavian vein, the pta balloon allegedly ruptured at 22 atm's during the second inflation. It was further reported that during retraction, the balloon allegedly got stuck inside the 7fr sheath and upon removal of the balloon catheter from the patient, a break at the catheter-balloon butt joint was identified; therefore the balloon and sheath were removed together as a single unit. Another pta balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Photo review: one electronic photo was provided and reviewed. The photo shows the distal portion of what appears to be a vaccess pta catheter on a blue cloth. The balloon appears to be bloody and to have been previously inflated. A balloon rupture cannot be identified. A complete circumferential catheter shaft break can be seen at the proximal balloon glue joint, with the inner polyimide visible. The catheter appears to be held intact by the inner polyimide. Based on the photos provided, a complete circumferential catheter shaft break at the proximal balloon glue joint can be confirmed. A balloon rupture and retraction problems cannot be confirmed. Conclusion: based on the photo provided, the investigation is confirmed for a complete circumferential catheter shaft break at the proximal balloon glue joint. The investigation is inconclusive for a balloon rupture and retraction problems. Per the reported event details, the balloon ruptured at 22atm. The rated burst pressure (rbp) for this balloon size is 15atm; therefore, the balloon was overpressurized. The current IFU (instructions for use) states "do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended." The reported retraction problems and catheter break were likely caused by the balloon rupture. The root cause for this event is use-related. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use the recommended balloon inflation medium (50% contrast medium/50% sterile saline solution). Never use air or other gaseous medium to inflate the balloon. Vaccess brochure: the rbp (rated burst pressure) for catalog no. Va80104 is 15atm. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.